Event description:
It was reported that the stent could not be deployed and as the stent delivery system was being removed from the patient's body, the stent deployed in the y-hemostasis valve. There was no clinical consequence to the patient.

Event description:
It was reported that the stent could not be deployed and as the stent delivery system was being removed from the patient's body, the stent deployed in the y-hemostasis valve. There was no clinical consequence to the patient.

Manufacturer narrative:
Subject device is not available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Device analysis revealed that the outer body was compressed at multiple sections on its proximal shaft to the strain relief and the outer body distal shaft was severely compressed just distal to the distal junction. The inner body was in the outer body and the bumper marker was protruding through the outer body distal end. The stent was not present in the outer body but returned separate. Friction was experienced when the inner body was being pushed in the outer body. The inner body was found kinked on its proximal shaft at 10.3 from its proximal end. No other anomalies were found. The outer body/ inner body dimensions, coating, dual tapered tip and stent were found within specifications. The observed damages observed to the returned device are indicative of high friction during stent deployment. The exact cause of the premature deployment during use cannot be definitively determined. However, identified possible causes are: failure of the user to sufficiently tighten the rhv (rotating hemostatic valve) securing the inner body and outer body; using the inner body catheter to advance the system; excessive interference between the guidewire and stent as a result of excessive tortuosity; and damage to the outer body caused by excessive force. Additional information indicated that the patient¿s anatomy was tortuous and the physician believed the cause to be related to tortuous anatomy leading to friction between the guidewire and stent. Therefore, a root cause of operational context has been assigned to this investigation.